Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown cathena blood leaks out of control plug. It was reported by customer that blood control valve didn't work, and blood spilled onto the floor. Verbatim: blood control valve didn't work and blood spilled out onto the floor.

Manufacturer narrative:
Correction: (b) revised date of event to bd awareness date. Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined and are currently conducting an in-depth corrective and preventive action investigation into all potential causes. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.